Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the pump intact. The customer stated problem was not confirmed. The reported -cassette not attached properly- problem was not duplicated. When a cassette was attached the pump started without issues. In mu mode the downstream and upstream sensors both reacted to pressure as expected. Replaced downstream occlusion sensor as a preventative measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed an alarm: cassette not attached properly: during testing. No patient involvement was reported.